Manufacturer narrative:
Method: device not returned. No lot code provided. Results: . Manufacturing files could not be reviewed because no lot number was provided. Conclusion: the probable root cause of the tip fracture is likely due to not using the awl for hole preparation and the sclerotic bone quality of the patient.

Event description:
It was reported that 3mm of the 4.5mm tap snapped off in the pedicle during surgery. Broken part was left in-situ.

Event description:
It was reported that 3mm of the 4.5mm tap snapped off in the pedicle during surgery. Broken part was left in-situ.